Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate anti-tachycardia pacing (atp) therapy with shocks. Presenting electrogram (egm) showed device operating as programmed. In the ninth attempt, it was noted the patient self-converted, as therapy was exhausted at that point, in that zone. No adverse patient effects were reported. The device remains in service.